Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top retainer falls out in their sleep and it flies out when they cough. They feel that their overbite is getting larger than it was when the upper retainer fit properly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.